Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: 1. Inappropriate selection of power by user, wrong default setting, power output variation. 2. Outputs associated with rf signal to handpiece for crossfire ii console: a. Hardware failure; b. Software error due to hardware failure; c. Damaged receptacle board; d. Damaged power board; e. Front board failure; f. Loose flex cable; g. Damage to console during shipping/ handling. 3. Outputs associated with rf energy to probe for the serfas energy console: a. Hardware failure; b. Software error due to hardware failure; c. Bad wire connection; d. Damaged main board; e. Damaged rf probe receptacle; f. Damage to console during shipping/ handling. 4. Use error.

Event description:
It was reported that the rf probe was active in cut mode despite neither the foot pedal (or the deactivated hand controls) being pressed. Because the probe was active as it was inserted into the joint, there was a small partial thickness ablation mark on the cartilage of the humeral head. To deactivate the probe, the representative unplugged it, and then turned the crossfire2 on and off. After this the same probe was plugged in again there was no further issues. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the rf probe was active in cut mode despite neither the foot pedal (or the deactivated hand controls) being pressed. Because the probe was active as it was inserted into the joint, there was a small partial thickness ablation mark on the cartilage of the humeral head. To deactivate the probe, the representative unplugged it, and then turned the crossfire2 on and off. After this the same probe was plugged in again there was no further issues. Although there was patient involvement, the procedure was completed successfully.